Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 8 months. A full evaluation of the device could not be conducted as the device remains in use. The instructions for use warns that unplugging both power leads at the same time will cause the pump to stop. It was reported that the hospital staff determined that the event was related to double power cable disconnects during a change in power source. However, a conclusive root cause for the confirmed time stamp reset could not be determined without return of the device. Time stamp resets occur when power is removed from the system controller and then subsequently restored. The events following this reset indicate that the pump was ramped back up to its set speed without issue for the remainder of the log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a low voltage advisory alarm in addition to low speed and low flow alarms. It was noted that the perfusionist suspected that the alarms occurred as the patient was changing power sources. The patient was asymptomatic. The manufacturer's technical services confirmed that the log file contained a loss of all power event, which interrupted pump operation approximately 2 days prior to the log file retrieval. It was noted that the low flow and speed alarms were the result of the pump reestablishing the set speed once power was restored. It was determined that the reported alarms were due to accidental double power cable disconnects and no equipment was exchanged.